Manufacturer narrative:
(B)(4). D10: unk wire cat#unk lot#unk. G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Nakamura, h., miura, y., yoshida, k., edo, n., saito, r., & orihashi, k. (2024). Effectiveness of rigid plate fixation for sternal closure in patients with a high risk of deep sternal wound infection. Journal of international medical research, 52(10). Https://doi.org/10.1177/03000605241281915.

Event description:
It was reported in a journal article studying rigid plate fixation systems that 1 patient developed a deep surgical wound infection that was positive on CT scan, blood culture, and clinical examination. The unknown infection was successfully treated managed with antibiotic therapy. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g6, h2, h6, h11. D10: unk wire cat#unk lot# unk. Unk screw cat#unk lot# unk. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.